Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure in the proximal right coronary artery stenting with one xience v 2.75 x 12 mm stent. On (B)(6) 2011, the patient was hospitalized with chest pain and an abnormal stress test. The patient was discharged home the same day. On (B)(6) 2011, the patient underwent percutaneous coronary angioplasty in the index lesion for in-stent restenosis. The patient's condition resolved. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.